Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced the message "pair new transmitter?" On their smart device display. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 06/17/2016 and did not confirm the reported message "pair new transmitter?" On their smart device display. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log observed the "pair new transmitter". The customer complaint was confirmed. The root cause was could not be determined.